Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of the broken conductor wire to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken conductor wire at the distal end. As a result, the instrument failed the electrical continuity test. The root cause of this failure is attributed to a component failure. Additional failures reported by site were also identified: the maryland bipolar forceps instrument was found to have the main tube broken and a piece measuring proximately 0.108¿ x 0.063¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed mishandling/misuse. The instrument could not be tested for intuitive motion because it was returned damaged with a broken main tube. A review of the instrument log for the maryland bipolar forceps (part number: 471172-16/lot number: k10211109 0005) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sk1493. The alleged instrument had 2 uses remaining after the last procedural use. No image or video was available for review. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the maryland bipolar forceps instrument had no power, the jaws would not close, and the instrument release kit (irk) was used. The instrument tip was broken off of the shaft after retrieval. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.